Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After resecting the tibia, the surgeon commented that the resection was not as smooth as usual. The tibial trial was placed, and it could rock in the anterior-posterior plane. The surgeon used the rio to check depth, and the cut appeared to be 1 mm deep in the anterior portion and 3 mm deep in the posterior portion. The surgeon used a rongeur to complete the resection. He then made a final pass using the rio burr to smooth the cut. The surgeon implanted a 10 mm thick tibial insert, and was happy with the result of the case. Total hip arthroplasty using the robotic arm interactive orthopedic system (rio) in a direct anterior configuration. After impacting the acetabular cup component, the rio provided a value of 2 mm for cup proudness. When the surgeon removed the impactor shaft from the cup, he noticed the cup was loose. Impacting the cup a second time failed to resolve the issue, so the surgeon elected to use a larger cup. After seating the second cup, the surgeon attempted to secure the cup with screws, which then caused the cup to become loose. The surgeon then aligned and seated the cup manually, and secured it with two screws. He then checked cup placement using the rio and inclination value was off plan by about 18 degrees.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Results are not currently available, and a supplement will be submitted as soon as the investigation has been completed.